Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively a pulsed field ablation procedure, an electrocardiogram (ECG) confirmed the recurrence of atrial fibrillation. A calcium channel blocker medication was introduced. Two weeks later, a direct current cardioversion was performed. No further patient complications have been reported as a result of this event. It was later reported that the patient underwent another ablation. It was later reported that the patient experienced an occurrence of atrial tachycardia with palpitations and underwent a second re-ablation. The patient was electrically defibrillated as a result of the occurrence of atrial tachycardia.